Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the continued monitoring the patient.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen 432 mcg /day 2000 via an implantable pump for unknown indications for use. It was reported that there was increased dosing with no change in spasticity. A small cyst like bubble was seen on back by incision. The dose decreased cyst like bump went away and the dosing remained lowered. The patient stated that she was doing better than pre pump implant. The cause of the event was unknown. A dye study was done in the office without medtronic present. The surgeon took the patient to "fix" the catheter and repeat dye study. A dye study performed and there was no leak seen. The spinal segment incision opened and explored. There was no leak seen. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.